Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where an overheating insert resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803. Main board and air manifold needed calibrated. Tested unit and is working good. Replaced damaged/worn components and recalibrated unit to factory specs.

Event description:
While using a g137 scaler, the water flow was good, but the nozzles (insert tips) and handpieces are heating up and the power is very poor; no injury resulted.